Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance. The lead could not be repositioned due to suspected helix anomaly. The lead was not used and a new lead was implanted. The patient&#38112;condition was fine post procedure.